Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "revised a left hip originally done on (B)(6) 2024 due to per-prosthetic fracture." A stem and femoral head were removed and replaced with a restoration modular stem construct, femoral head, and cable and sleeve sets.